Event description:
The nurse reported that the operator inadvertently made incorrect connections for rinseback during a routine hemodialysis treatment, resulting in an estimated blood loss of 400cc. The pt's hgb was 10.1 g/dl on (B)(6) 2011 the morning of the event. On (B)(6) 2011, the pt's hgb level decreased to 9.? G/dl (exact level not known). The pt's standard epogen dose was increased from 7,000 units 1x/week to 9,000 units 1x/week. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the event to user error. The report does not contain info to suggest a device malfunction occurred and is not considered device related. Facility staff provided re-education to the pt and operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.